Event description:
It was reported that the caller experienced an error related to their continuous glucose monitor sensor. There was no adverse impact to the customer¿s blood glucose level. Technical support provided guidance to reset the pump, after which the error did not reoccur, and the customer was able to successfully start their sensor session.